Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon pad had an indention and the blade was broken off and returned. Numerous gouges were observed on the broken portion of the blade as well as on both side of the blade at the fracture. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the blade of the ultrasonic scalpel broke off the rod. The piece was easily retrieved with a grasper and no patient injury was reported by the user facility.